Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited exhibited intermittent oversensing. No intervention was performed to address this issue. No patient symptoms were reported.